Manufacturer narrative:
Additional information indicated the patient was checked in office three days prior to the syncopal event. Right atrial (ra) pacing thresholds were 0.4 volts (v) at 0.4 milliseconds (ms) and right ventricular (rv) pacing thresholds were 0.9 v at 0.4 ms. Both leads were currently programmed to 2.0 v at 0.4 ms. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Boston scientific technical services (ts) reviewed device information which confirmed there were no episodes stored on the date of the syncopal event. The patient did have a non-sustained ventricular tachycardia (nsvt) event from the previous day which appeared to be atrial driven. All lead measurements were within normal limits. A review of the presenting egm indicated the device is operating as programmed. No additional adverse patient effects were reported.